Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance was high and unstable/variable which triggered an alarm. It was also noted that an intraoperative rv lead assessment demonstrated low impedance when pacing via the coils. The lead was capped and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:03. The weekly hv-lead impedance trend data shows an increase for max defib active can on impedance and max svcdefib impedance equal to 60 to 202 ohms range between (B)(6) 2012.